Manufacturer narrative:
Final analysis found that the insulation was abraded at 4.2cm to 4.8cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for scheduled lead revision. It was noted that the right ventricular lead exhibited high capture thresholds due to twiddler syndrome. Both leads were dislodged. There were no other electrical anomalies on both leads. During lead revision, both right ventricular and atrial leads were capped and replaced on (B)(6) 2016. The pulse generator was explanted and replaced successfully on (B)(6) 2016 due to twiddler syndrome. The patient experienced no adverse events and was in stable condition. The patient would continue to be monitored.